Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed in two segments at approximately 14.5 centimeters from the terminal pin. Detailed analysis found that the suture sleeve had been tied down at aproximately 35.3 to 37.3 centimeters from the terminal pin. Further visual analysis noted a bend in the poly tubing at approximately 38 centimeters from the terminal pin. At this location all three coils were fractured. Analysis confirmed the allegation of a lead fracture.

Event description:
The lead was returned and under went analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. A lead fracture was suspected, but not confirmed, thus the device was reprogrammed to electrically abandon the lv lead by turning lv sensing and pacing off. Approximately one month later a revision procedure was performed where the lv lead was explanted and replaced. The crt-d remained in service with the new lv lead. No additional adverse patient effects were reported.